Manufacturer narrative:
Retainer ring = clear device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and care link software was utilized and downloaded trace/history files properly. Unable to verify serial number worn out and display window cover deteriorated due to missing serial number label and missing display window cover. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on march 29, 2022. Updated analysis summary by (B)(6) on march 29, 2022. Retainer ring = clear. Customer was hospitalized with hyperglycemia on (B)(6) 2021. Device was returned with alleged damage (physical or cosmetic). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Unable to verify serial number worn out and display window cover deteriorated due to missing serial number label and missing display window cover. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Device passed the functional test. Confirmed damage (physical or cosmetic). Unable to verify customer complaint for hyperglycemia. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose level was 600 mg/dl. The customer blood glucose was 400 mg/dl at the time of event and current blood glucose level was 140 mg/dl. The customer was doing a manual shot after he was admitted to the emergency room. The insulin pump was not pumping out any insulin and serial number was worn-out then the rubberize part on the top of the screen was deteriorated. The insulin pump will be returned for analysis.